Event description:
It was reported "pump charges significantly slower than when first obtained". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.